Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3887-33, lot# j0217050v, implanted: 2003 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3887-33, lot# j0217050v, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) replacement on the date of this report. It was confirmed that the depletion of the prior ins was normal and the reason for the surgical procedure. The patient was on 2.1v, 450us, 75hz, 269 ohms and 7.223ma. It was noted that group impedance was lower than usual. The battery life was estimated at 22 months. It was noted that an electrode impedance test was conducted at 1.5v with the following results: 0, 3 114; 1,3 631; 2, 3 651; 3,0 114; 4, 3 833, 675-968; 5, 591-879; 6, 690-838; 7, 690-1005. The reason for the 113 ohms value was unknown and the patient felt stimulation as intended. It was further noted that the patient felt stimulation normally.